Event description:
It was reported that a user experienced a hypoglycemia event with a blood glucose of 68 mg/dl while using the ilet during the early learning period, and the user expressed concern about meal announcements after prior low glucose following a usual meal announcement; current blood glucose was later 205 mg/dl. Symptoms included low blood glucose. Outcomes included ingestion of oral glucose. Investigation included customer education on algorithm function, learning phase behavior, and meal announcement practices, and transfer to a clinical support line for further training. Investigation of this case revealed no device malfunction and suggested the event was consistent with early algorithm adaptation and user learning needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.